Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: there was no evidence of a warning in the pump's black box. The prime steps were performed successfully with no alarms. The pupm's force sensor passed a calibration check. The pump was exercised for 24 hours with no loss of primes occurring.